Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed in the common bile duct during the week of (B)(6), 2014 (exact date unknown). According to the complainant, during the procedure, the guide catheter separated from the main delivery system and remained within the stent with the suture hanging off of it. The doctor managed to push the broken guide catheter and the stent out of the scope and removed the rest of the delivery system. The stent with the broken guide catheter were removed out of the patient with a snare and the procedure was completed with another advanix preloaded biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.